Event description:
It was reported that approximately three years after implantation of a vena cava filter, a CT scan demonstrated the distal tips of some filter limbs extending beyond the ivc wall. There was no reported patient injury. The current patient status is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was unable to provide any additional details at this time. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A review of the device history records was not performed, as the lot was not provided. The device was not returned. Images were not provided. Medical records were provided and reviewed. Based upon the medical record review, filter limb perforation of the ivc cannot be confirmed. Based upon the available information, the definitive root cause for this event is unknown.